Event description:
It was reported that the infusion connector fractured during use, leaving a broken connector piece lodged in the ilet pump housing and preventing removal, which necessitated replacement of the device; the device serial number was (B)(6) and the reported lot was 33640. Symptoms included no adverse clinical effects, with blood glucose reported at 173 mg/dl and not affected. Outcomes included user education on shutdown procedures, data sync guidance, return logistics, and continuation of cgm use via the dexcom app or receiver. Investigation included troubleshooting attempts with guided removal using pliers, verification of shipping logistics, and tracking confirmation for the replacement. Investigation of this case revealed a connector mechanical break with the remaining fragment retained in the pump interface, consistent with a component breakage of the infusion connector. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the connector consistent with use-related or material-related breakage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.